Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) experienced an internal leak. No patient was involved, and no harm was reported. A getinge field service engineer (fse) inspected the unit and examined the fault logs, no leaks alarms on the event date. Performed all pneumatic leak test and passed to specifications. The reported issue could not duplicated. The unit passed all functional and safety test in accordance with the factory specifications. The unit was returned to the customer.

Manufacturer narrative:
(B)(6).